Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an upgrade procedure it was noted the right atrial (ra) lead insulation was separated at the header opening. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.